Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "adenomegaly of inflammatory aspect in the right axilla"

Event description:
Patient reported for right side "mastalgia", "adenomegaly of inflammatory aspect in the right axilla", "breast prostheses showing irregularity of the external and superior border of the right prosthesis". The reported event "sensation of nodule" is not related to the device. Healthcare professional reported "confirmed with photographic evidence that the implant was ruptured", "per ultrasound report, possibility of rupture of right prosthesis cannot be ruled out". Device has been explanted and replaced.